Manufacturer narrative:
Patient codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from a healthcare professional (hcp). The hcp further described the problem/symptoms as "had a wound". There were no device issues, procedure issues, or patient/therapy issues. The contributing factors were "unknown". The status of the explanted system was reported as "(B)(6) 2014" and it was not available for return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of sulfate free morphine via an implantable pump for non-malignant pain. It was reported the patient had a wound that ¿burrowed all the way to reservoir,¿ and said that they were told by their physician that once the wound burrows, they were not going to close, and the patient would have to have the pump replaced. The patient stated the wound began in (B)(6) 2014. The patient stated they decided to have the entire system removed (B)(6) 2014, but they were heartbroken because the therapy was working well. The patient reported they had been seeing a new pain doctor who wanted to try putting in a new 20 ml pump, as the situation had been resolved. However, the patient said they were ¿highly allergic¿ to nickel and the patient wanted to know if the pump contains nickel. The patient reported they had ¿been through hell and back¿ since 2012, and they were scared. Patient services reviewed the information as requested. No further information was reported or anticipated. .